Event description:
An ultraflex covered ng esophageal stent was used in a stent-in-stent placement procedure for a lower esophageal stricture in a male pt (weight unknown) in 2007. According to the complainant, the physician deployed the stent inside of a previously implanted stent (device and manufacturer unknown) "to maintain lumen." Upon withdrawal of the catheter, the stent "was brought back out of the pt." A diagmen choo stent was then used but would not deploy and the physician aborted the procedure. At the conclusion of the procedure, the pt was reported to be in "good health."

Manufacturer narrative:
The delivery system and the fully deployed stent was returned. A visual examination of both the delivery system and stent revealed no anomalies. The cause of the reported malfunction is unknown. A review of the device history record for the pertinent lot was performed: no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.